Event description:
The customer reported 12-lead ECG signal loss which, if used for 12-lead diagnosis, could delay diagnosis or treatment. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported 12-lead ECG signal loss which, if used for 12-lead diagnosis, could delay diagnosis or treatment. There was no report of negative patient impact. This complaint is still be investigated. A follow-up report will be submitted upon completion of the investigation.